Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks for sinus tachycardia with rapid ventricular response. The device was reprogrammed and the patient condition was fine.